Event description:
It was reported to philips healthcare that the device had ECG equip malfunction inop messages that are cleared by opcheck, but reappear later. There was no pt involvement.

Manufacturer narrative:
Pr#: (B)(4).